Manufacturer narrative:
D6b. Explantation day, month and year.

Event description:
The complainant reported that during clinical use of an automated impella controller (aic), an ¿air in line¿ alarm was observed. The user was unable to select the deair function to address the alarm. The console was subsequently replaced with a backup unit, after which no further issues were reported and the system operated as expected. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
After review of data d4 and h4 were updated to reflect the correct device.

Manufacturer narrative:
D6b should have been left blank on supplemental report 1220648-2026-08239-1. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.